Event description:
Information received indicated the head section and hi-lo raised with no switches being depressed.

Manufacturer narrative:
The hill-rom technician found the problem was with the right user control board and cable. He replaced the right ucm board and cable to resolve the issue.